Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high capture threshold. No intervention was performed, and the patient was stable.